Manufacturer narrative:
The insulin pump was received with motor error alarm during the rewind process due to corroded motor home switch. The displacement test was unable to be performed due to motor error alarm. The insulin pump was received with severely scratched display window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.